Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, where the reported failure of a burned tip was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: burning of the a-rubber glue. Based on the investigation results, the most probable cause of the complaint is attributed to expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the tip on the bronchovideoscope was burned. Where the event occurred was unknown by the customer. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.